Event description:
It was reported by the perfusionist that while pumping a case, they encountered issues oxygenating the patient. It was noticed that the patient's po2 (partial pressure of oxygen) level was below 30 and the arterial blood was dark bluer coming out of the arterial outlet. The fio2 (fraction of inspired oxygen) level was increased to 100% and the patient's oi2 went back to normal. It was stated that in order to keep po2 levels maintained, the fio2 level had to remain above 60. The oxygenator was able to be used throughout the case. No injury or death was reported.

Manufacturer narrative:
The complainant has not yet been returned to the facility for evaluation. A follow-up MDR will be submitted when the product is received and an evaluation is completed.